Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. P-cap, reservoir locked properly in place. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery side but retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.